Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared for a high out of range right atrial (ra) pacing impedance of greater than 2000 ohms. There was also noise noted on the ra channel that was oversensed. The noise could be reproduced in both a unipolar and bipolar configuration. The out of range ra pacing impedances could not be reproduced. The physician reprogrammed the ra sensitivity to 0.8 mv, and left the device programmed to a unipolar configuration. It was noted minute ventilation was off. Technical services discussed possible causes for the clinical observations and provided troubleshooting and programming options. The patient may be scheduled for a lead revision procedure, but no further details were provided. The clinic did not provide any further information and no further procedures or checks have been scheduled at this time. This pacemaker remains in service and there were no adverse patient effects reported.